Manufacturer narrative:
The unit passed the displacement, rewind, and basic occlusion tests. No motor error alarm was noted. The unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor passed the motor test. The following physical damage was noted: scratched display window, scratched casing, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 365. Troubleshooting was initiated for the motor error alarm. The insulin pump was able to rewind without incident. The insulin pump was returned for analysis.